Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt had a summit pinnacle metal on metal hip implanted (B)(6) 2010 and subsequent to surgery, pt was represented with hip pain. The surgeon performed a washout suspecting infection. Lab results showed no infection but evidence of raised chromium levels.